Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The caller initially lacked a charging cable to reset the pump, so technical support provided assistance and information on resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue reappeared.